Event description:
It was reported that the device had a problem with motor. No patient injury reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device bottom case seal was intact problem the device was badly damaged lower left front corner of top case. The device history report showed a motor not running. The device was tested using the occlusion test. The tests found motor not running was found during occlusion test. The main board misaligned from extrusion due to pump been dropped or mishandled by customer (badly damaged on lower left front corner of top case. The root cause was found to be customer damaged. Realigned main board. Performed pm maintenance and all functional testing which passed. This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms#(B)(4) .